Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an other non-product experience after being implanted for a month. Surgical intervention was performed to have it replaced. No additional adverse patient effects were reported.